Manufacturer narrative:
One 72202468 fast-fix 360 curved needle delivery system device used for treatment, was returned for evaluation. The complaint stated: ¿t2 could not be deployed after t1 was deployed.¿ t1, t2 and suture were returned. T1 had been freed from the needle .the depth limiter was attached and adjusted. It was creased where it had been jammed backward. The delivery needle was bent in the same location. The device no longer cycled or actuated due to the needle damage. Please note: inadvertent twisting or over flexing of the needle track can affect deployment and may encourage unintended release or retaining of anchors. ¿do not push the deployment slider until the needle is fully penetrated through the meniscus to the preset depth or t2 will deploy prematurely. Do not bend the delivery needle. The fast-fix 360 devices are manufactured with straight or curved delivery needles. Intentional bending of the delivery needle may make it difficult or impossible to deliver the t1 and t2 implants. If the delivery needle has been inadvertently bent, or if resistance is encountered during deployment, a new delivery device may be needed.¿ no root cause related to the manufacture of the device was confirmed. Product met specifications upon release to distribution.

Event description:
It was reported that during a meniscus repair surgery t2 could not be deployed after t1 was deployed. The procedure was successfully completed without significant delay using a back-up device. No patient injury or other complications were reported.